Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® delivery system instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include short proximal aortic neck. Furthermore, potential device or procedure related adverse events may include improper component placement, and vessel occlusion. Additionally, the IFU states: do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. As stated in the IFU, adverse events that may occur and/or require intervention include, but are not limited to component migration, occlusion of device or native vessel, renal (e.g., artery occlusion, contrast toxicity, insufficiency, failure).

Event description:
The patient discharged from the hospital on (B)(6) 2016.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Images were sent to gore for analysis. Further information will be provided. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. It was reported that the patient had a short tapered proximal aortic neck with a bulge just below the renal arteries. The physician planned to position the gore® excluder® aaa endoprosthesis featuring c3® delivery system (rlt261412/ 13257881) 1 cm below the renal arteries and extend it with an aortic extender component. When the device was deployed, it migrated distally due to the patient's high blood pressure and the short aortic neck. The physician tried twice to reposition the device, however, was unable to push the device at the intended position. The decision was done to deploy the excluder without taking a new angiogram to check the renal arteries. Reportedly, the device was deployed above the renal arteries causing a complete occlusion of both of them. After several attempts to pull the device down with a balloon and to cannulate the left renal artery to perform an emergency stenting in order to preserve the flow inside at least of one of the two renals, the procedure completed with both renal arteries covered and occluded. No other devices were implanted and the problem was not solved. The aneurysm was excluded, however the patient needs dialysis.